Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation , chest injury. Date of explantation: (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced right-sided chest injury and deflation postoperatively. A healthcare professional reported that it is suspected that mammogram might have caused right-sided deflation. As a result, the patient is scheduled to undergo explantation on (B)(6), 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation , chest injury. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced right-sided chest injury and deflation postoperatively. A healthcare professional reported that it is suspected that mammogram might have caused right-sided deflation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On 21-feb-2022, mentor received additional information regarding the revision surgery and the event date . The patient underwent bilateral removal and replacement with two 290cc mentor smooth round high profile prostheses (catalog #: 3503290, left serial #:(B)(6), right serial #:(B)(6). The event date was initially reported as (B)(6) 2021. However, additional information revealed that the event date was (B)(6) 2021. The diagnosis of the right-sided deflation was confirmed by a healthcare professional on (B)(6) 2021. On 8-mar-2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).